Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 500 mg/dl with large ketones, blurred vision, polydipsia, polyuria, nausea, vomiting, abdominal pain and dizziness associated with an alleged power issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient did however give themselves a shot of insulin and refused to go to the hospital but was not able to lower their bg. During troubleshooting with customer technical support, the pump stated that they woke up in the morning to a dead pump. Sometime during the night, the battery died and the patient did not know it. There was moisture noted in the battery compartment and the yellow o ring was present. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged no power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-apr-2018 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked. The pump had no audible and no vibratory features and the display screened remained blank due the pump having no power. The returned battery cap had stripped threads and was unable to fully attach to the pump. During testing, the pump was unable to power on and it was completely unresponsive due the moisture corrosion therefore the initial ¿power¿ complaint was duplicated. The pump cover was removed and there was further moisture corrosion found to the power printed circuit board (pcb) and internal components. Some steps in the investigation were unable to be completed due to the pump having no power. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.